Manufacturer narrative:
Granulomas are well known and described hyaluronic acid-based dermal filler reactions. This is caused by an immune reaction of the organism towards the implant, which is treated like a foreign body. It may happen that in some cases, where the asepsis during the procedure is not fully ensured, an infecton can also happen. See below for bibliographical data. The risk of both infections and granulomas is mentioned in the instructions for use of our products. Bibliography: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015; 8: 205-14. Signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137 (6): 961e-971e. Lee, j. M. And y. J. Kim (2015). "Foreign body granulomas after the use of dermal fillers: pathophysiology, clinical appearance, histologic features, and treatment." Arch plast surg 42 (2): 232-239.

Event description:
This event happened outside the u.s., in (B)(6). According to the received information, four months after the injections of teosyal rha 4 in the chin and the marionette lines area, and two months after additional injections in the jawline and the cheekbones area, the patient presented with a granuloma of moderate intensity in the right chin area. Hyalase was immediately prescribed and induced a partial resolution of the symptoms. Additional report received on (B)(6) 2019 indicates that the patients symptoms worsened. The granuloma is reported of severe intensity, and a potential infection is suspected. Kenalog, hyalase, ibuprofen and tramadol have been prescribed, and ultrasound pictures as well as asl test has been performed. On (B)(6) 2019, the results of the asl test confirms a streptococcal infection. Last information from the injector indicates that one side has become softer after injecting hyalase but the other side is still hard.